Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient lost access to sound with the device. Previous in situ measurements showed normal results, but the latest one showed 2 electrode channels with status hi, 3 with hsc and 4 with sc. An accident or trauma is not known. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
It was reported that the patient lost access to sound with the device. Previous in-situ measurements showed normal results, but the latest one showed 2 electrode channels with status hi, 3 with hsc and 4 with sc. An accident or trauma is not known, but the patient has a history of falling.

Manufacturer narrative:
According to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted, but has not been received for investigation yet.

Event description:
The patient no longer has any hearing sensation. The patient is a hyperactive child who often falls. The patient was re-implanted but the device has not yet been received for investigation.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient no longer has any hearing sensation. The patient is a hyperactive child who often falls. The patient was re-implanted on (B)(6) 2017.